Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of area not cleaned before starting pd and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in 2011, the area was not cleaned before starting pd therapy. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was due to the area not being cleaned before starting pd therapy. On (B)(6) 2011, the patient was hospitalized for the peritonitis. On (B)(6) 2011, the patient began remedial treatment with vancomycin, amikacin, heparin, and fortum. Dianeal pd2 ultrabag therapy was ongoing as were remedial treatments with vancomycin, amikacin, heparin and fortum. It was unknown if the events of the area was not cleaned before starting pd and peritonitis had resolved, however, the patient remained hospitalized. The reporter stated the event of peritonitis was not related to dianeal pd2 ultrabag therapy. A causality statement was not provided for the event of the area was not cleaned before pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.